Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the mini vision stent was implanted in 2009. At about one month later, the pt returned and a promus was implanted for re-intervention of the mini vision in the cx. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. The pt effect of restenosis, as listed in the mini vision IFU, is a known potential adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. In this case, there was no report of any product malfunction identified during the procedure, and the restenosis was successfully treated with placement of a promus stent. Although there is no indication of a product quality deficiency, a definitive cause for the reported pt effect and the relationship to the product, if any, cannot be determined.